Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm if any malfunction/deficiency could have contributed to the patient's death. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
A patient's wife called to report her husband had suffered a heart attack at home and had passed away at he hospital after attempts to resuscitate him were unsuccessful. The patient had been "sick for many years, had toes removed, put on a lot of weight," and "never took good care of himself" as he was "eating what he should not." The wife reported that diabetes and bad habits had lead to the patient's heart attack. No further information could be obtained, despite good faith efforts to do so. It should be noted that the patient had been a customer of the omnipod system, however, was not clear if it was being used, or had contributed to, the patient's death.

Manufacturer narrative:
Report source corrected "other' to "consumer"